Event description:
The pt reported he is unable to establish communication between his ipg and his charger. The pt also reported he had not used or charged his system in over a year due to an unrelated injury. Follow-up revealed the pt will have surgical interventional at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was involved in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.